Event description:
It was reported that a patient underwent a battery and extension replacement. Following the procedure, the patient was "not doing well," and an impedance difference was noted. As a result, the deep brain stimulation was not being used due to the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37602 serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2024 product type implantable neurostimulator product ID 37602 serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2024 product type implantable neur ostimulator product ID 7495-51 serial# (B)(6) implanted: (B)(6)2000 explanted: (B)(6)2024 product type multiple therapy product ID 748240 serial# (B)(6) implanted: (B)(6)2002 explanted: (B)(6)2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6)2024 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative (rep) stating that the information originally provided is incorrect. The impedances before the extension/battery replacement in atlanta, georgia were already out of range. There were no changes in impedances before and after the extension/battery extension procedure. Rep confirmed the device is operating as it should and is implanted and in use. Rep noted the healthcare provider (hcp) requested a phone call to briefly discuss about the patient's situation. Additional information was reported by the rep confirming the phone call request has been taken care of and if there are further issues, they will report back.

Manufacturer narrative:
Continuation of d10: product ID 37602, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type implantable neurostimulator, product ID 37602, lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type implantable neurostimulator, product ID 7495-51, lot# serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2024, product type multiple therapy product ID 748240, lot# serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2024, product type extension, product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2024, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the impedance issue was already established prior to the surgery to replace extensions and was not resolved, therefore must be on the lead itself. The rep did not have the impedance values as the patient was transitioning care from atlanta to the knoxville tn area. The team inherited this patient and is simply trying to provide answers for the family. Impedance issues are only on the right side.